Manufacturer narrative:
Other, other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing, scratches and cracks on the lcd lens screen. The customer stated problem was not duplicated. Replaced both piezo(speakers) for preventive measure. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that a smiths medical pump had a faulty speaker. No adverse patient effects were reported.